Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the power line fuses had blown, directly causing the reported issue. The fuses were replaced and the issue was resolved. The fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would not boot up. It was reported that even when the system was plugged into outlet power, it would not boot up at all. There was no patient present when this issue was identified.